Event description:
It was reported that during a bph prostate procedure at 270,047 joules and 26 minutes of usage, the "fiber top broken ". The case was completed by an alternate procedure (turp). Patient outcome: "no damages to the patient" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the outer flow tubing is not loose from the metal cap; the outer flow tubing open end show some damage. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.